Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Der states that patient elected to have a revision of an asr. A biomet dual mobility head and cup were implanted. Update ad 10 apr 2019. Receipt of primary surgery notes and sticker sheets. After review of medical records, patient was revised to address failed right total hip arthroplasty, periprosthetic osteolysis and fracture of the greater trochanter. Revision notes reported the greater trochanter had been fractured with multiple fragments form the osteolysis.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received alleging elevated metal ion levels, injury, pain and suffering.